Manufacturer narrative:
A ge service rep performed an onsite investigation. The power control board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that there was no power supply, and the system would not boot up. There is no report of pt injury.